Manufacturer narrative:
E1: phone number: (B)(6). G4: this report is being filed on an international product; laser correction system, model catalys-c, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. The investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified.

Event description:
This report summarizes 1 malfunction event. The event was related to suction loss while laser frying. There was no patient injury reported associated to the event.